Manufacturer narrative:
The 8/6 mm ado was returned to sjm and decontaminated. The device was examined grossly and microscopically, and was confirmed not to contain any defects or abnormalities. The device was confirmed to meet dimensional specifications when measured with a calibrated caliper. The ado was successfully deployed from a test loader without any deformations, under non-physiological conditions. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation confirmed the ado met all functional and dimensional specifications when analyzed at sjm. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the drop in blood pressure during the procedure remains unknown.

Event description:
During the procedure to implant an 8/6mm amplatzer duct occluder (ado), the patient's blood pressure dropped after the ado was released from the cable. The ado was percutaneously retrieved and removed. The patient was referred for observation.